Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that in 2001, plaintiff was "implanted with the pelvic mesh products" with the "intention of treating her for pelvic organ prolapse and stress urinary incontinence." The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding." The plaintiff's attorney also alleges that the plaintiff "experienced significant mental and physical pain and suffering and she has sustained permanent injury." The plaintiff's attorney further alleges that the "plaintiff has suffered significant damages, including but not limited to physical injury," and "pain and suffering, and the need for further surgery."